Manufacturer narrative:
(B)(4) date sent: 6/7/2016 batch # (B)(4). The handpiece was received with nose cone slightly separate from the mid housing. In addition, the mount was noted to be loose. No functional testing could be performed due to due to the separation of the nose cone and the mid housing and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the condition of the nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to separation of the nose cone and the mid housing, moisture entered the hand piece mid housing. It is possible that the condition of the nose cone contributed to the assembly issue when trying to attach the instrument to the handpiece. No conclusion can be made as to why the nose cone got separated. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the handpiece hp054 could not be unscrewed from the disposable. The procedure had been completed but after the operation the two devices could not be separated from each other. No harm to the patient.